Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that during a routine follow-up, an episode of oversensing around 150-160 bpm was recorded. There were no other episodes recorded. It was indicated the patient would return for an exercise test. The acquired electrogram (egm) showed normal detection in all vectors up to 80 bpm, while reaching a heart rate of 140 bpm alternate vector showed some undersensing and morphology changes. Primary and secondary vectors confirmed no double counting with smart pass on and cut off rate zone up to 200-240 bpm. Exercise testing was performed and confirmed no oversensing with the acquired template in primary vector. At the moment with current template and rate up to 140/150 bpm, appropriate detection with no double counting was confirmed on the primary vector. Additional information was received indicating the patient received an inappropriate shock due to t-wave oversensing in the primary vector while the patient's heart rate was elevated to 150 bpm. Additional exercise testing was performed while evaluating both secondary and alternate vectors. No oversensing was observed in either vector up to 137 bpm; they were unable to achieve a heart rate of 150 bpm during testing. The device was reprogrammed to alternate vector as it displayed less widening of the qrs complex and lower st elevation with increased rate. Further information was later received indicating a revision procedure was performed wherein this system was explanted. A new competitor transvenous ICD system was then implanted. No adverse patient effects were reported.